Manufacturer narrative:
(B) (4): (B) (6) study event. The device remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: none. Symptoms/ae: hypotension, requiring medication. Time of symptoms/ae: after procedure. It was reported that post procedure of an exact stent implantation in the left internal carotid artery, the pt experienced hypotension treated with neosynephrine, dopamine, and oral pseudoephedrine. When the pt was discharged home on (B) (6) 2010, the pt continued to be on oral pseudoephedrine. There was no adverse pt sequela. No add'l info was provided.